Manufacturer narrative:
Insulin pump had intermittent button response due to corroded act and down button on keypad traces. No button error alarm. No moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. Insulin pump had minor scratches on lcd window, cracked case at display window corners, broken belt clip slot, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm. Customer also states that he was caught up in moderate rain which can be the cause of the alarm. The blood glucose reading is 135 mg/dl. Nothing further reported.